Event description:
It was reported that during therapy with an unknown prismaflex set, an external fluid leak was observed. The reporter stated that "fluid shot up the return line pressure sensor tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.